Event description:
A peritoneal nurse (pdrn) reported that a patient experienced a fluid leak on the inside of the cassette door of a liberty select cycler after ending their pd treatment. The nurse reported a slow drain alarm occurred during an unknown phase of treatment prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A replacement cycler was issued. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. It was confirmed that the patient was able to complete peritoneal dialysis treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was reported that the patient was prescribed a prophylactic course per protocol. The replacement cycler was received and is working with no further issues. The cassette used has been returned for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
H.3 corrected information: h.6 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of the actual sample a leak was found on the cassette film. During the visual inspection with a microscope, a tear was observed in the cassette film. During the visual inspection with the microscope a hole in the film was found. This kind of damage could be caused by stress and strain on the film during teach pump when mushroom head is fully extended against the cassette. In the liberty select cycler user¿s guide there are indications for the patient to avoid this kind of damage. ¿use caution when touching the cassette film to prevent damage. In addition, there are indications in the IFU of the liberty cycler set and the liberty select cycler user¿s guide to not use the product if there is a damage found in the cassette. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed based on the sample evaluation, however a cause could not be established.

Event description:
A peritoneal nurse (pdrn) reported that a patient experienced a fluid leak on the inside of the cassette door of a liberty select cycler after ending their pd treatment. The nurse reported a slow drain alarm occurred during an unknown phase of treatment prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A replacement cycler was issued. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. It was confirmed that the patient was able to complete peritoneal dialysis treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was reported that the patient was prescribed a prophylactic course per protocol. The replacement cycler was received and is working with no further issues. The cassette used has been returned for physical evaluation by the manufacturer.